Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and the picture attached to the complaint does not show any evidence of misalignment on the shaft or handle of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3670 fibertak biceps implant system encountered an issue during use. While drilling, the device encountered heavy resistance, and the drill became lodged within the guide. It could not be removed until it was removed from the surgical field. Upon inspection, the metal sleeve appeared misaligned and not centered within the drill guide. This was discovered during a triceps repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/08/2025: the case was completed using a second ar-3670 fibertak biceps implant system. A minimal delay occurred, but no additional anesthesia was administered. No instrument or implant breakage was observed during the event, and no debris was produced. No adverse effects were reported.